Event description:
Impella device would not start due to wire entrapment. Catheter placed in patient, then staff tried to pull out sheath, which got stuck and would not come out properly. They removed the device and used a new impella to finish the procedure.